Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, it was observed that the balloon ruptured at the very end of inflation. The valve system was retrieved back just to the tip of the esheath plus, but the team was unable to pull back the entire balloon back into the sheath. They system and sheath were removed as a unit. There was no issue with the valve and/or vascular. The patient was in stable condition. Follow up with the fcs indicated that the esheath had excessive splitting. The balloon stayed intact, and no debris or pieces were noted. There was moderate to severe calcification at the annulus/leaflets only.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The commander deliver system (ds) was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and withdrawal difficulties were unable to be confirmed since neither applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why the deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per the event description, there was moderate to severe calcification at the patient's annulus/leaflet. The presence of calcification can create challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The commander delivery system (ds) was returned for examination. The complaints of balloon burst and withdrawal difficulties were confirmed by a visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A visual examination noted that the loader cap was over the flex shaft and the stopcock was attached to the balloon port. The ds was returned fully inserted through the sheath with the nose tip and the distal end of the balloon exiting the sheath. The balloon burst was confirmed at the distal tip of the balloon. As reported in a previous submission the technical summary and root causes are still applicable to this event.